Event description:
Event description: per cnf, it was reported that: [?]event; others (please specify the details on the event description column.) [?]shaping; no [?]event; others (please specify the details on the event description column.) [?]shaping; no after performing pre-mapping of the left atrium with the orion catheter of the rhythmia system, the sl0 sheath was replaced with a faradrive sheath. After replacing the sheath, a farawave catheter was inserted and pvi was performed. (In the order of ls, li, ri, rs). After pvi, the farawave catheter was removed from the faradrive sheath, and the patient's blood pressure was confirmed to have dropped. Pericardial fluid was confirmed by intracardiac echocardiography, and pericardial drainage was performed. Post-mapping was planned with the orion catheter of the rhythmia system, but was canceled and the procedure was completed. After pericardial drainage, the patient's blood pressure returned to normal and the patient was discharged with the drainage still inserted. Infected: unknown infection name: diagnosis or treatment: resolution: not completed due to another reason. Where did event occur: inside the patient patient outcome: patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used: yes farastar ablation[?]catheter used other used: yes rhythmia system

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.a review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. The classification as reported is: "no product defect: no product defect". Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Event description: per cnf, it was reported that: [?]event; others (please specify the details on the event description column.) [?]shaping; no [?]event; others (please specify the details on the event description column.) [?]shaping; no after performing pre-mapping of the left atrium with the orion catheter of the rhythmia system, the sl0 sheath was replaced with a faradrive sheath. After replacing the sheath, a farawave catheter was inserted and pvi was performed. (In the order of ls, li, ri, rs). After pvi, the farawave catheter was removed from the faradrive sheath, and the patient's blood pressure was confirmed to have dropped. Pericardial fluid was confirmed by intracardiac echocardiography, and pericardial drainage was performed. Post-mapping was planned with the orion catheter of the rhythmia system, but was canceled and the procedure was completed. After pericardial drainage, the patient's blood pressure returned to normal and the patient was discharged with the drainage still inserted. Infected: unknown infection name: diagnosis or treatment: resolution: not completed due to another reason. Where did event occur: inside the patient outcome: patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used: yes farastar ablation[?]catheter used other used: yes rhythmia system.